Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. The battery fluid is not observed in the battery compartment. . Internally, no signs of foreign substance, burning, melting or charring were observed. Additional testing confirmed that batteries may leak when the ac adapter is used in conjunction with batteries.

Event description:
Customer contacted ameda, inc. On (B)(6) 2016 to report pumping with the purely yours breast pump while it was plugged into an electrical outlet at home when an event occurred. She had batteries installed inside the battery compartment at the time.. She states the speed and suction on the pump suddenly increased without her intervention. She states the batteries exploded inside the battery compartment. Customer reports the pump was on her lap with her fingers beneath the pump base when this event occurred. Hot battery acid leaked from the battery compartment burning her left pointer finger. She rinsed her finger with cold water, bandaged her finger yet did not seek medical attention for this injury. Customer reports her finger healing within one day.